Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the full-height (fh) drawer was not opening and was reported as not detected on the bus. A field service engineer found that the inseparable latch magnet was missing, which prevented the drawer from properly detecting its position. The missing magnet was replaced, restoring normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed and required maintenance. Customer performed a reboot and recovery; however, the attempts were unsuccessful, then power-cycled the station by unplugging and reconnecting the power cable, but the issue persisted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.